Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 469 mg/dl. The customer also reported that they have received the battery out limit alarm. The troubleshooting was performed for battery out limit alarm. The customer had several battery out limits, off no power alarms. The customer reported that troubleshooting was not needed for high blood glucose. The insulin pump will not be returned for analysis.